Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The failure is most likely due to wear and tear from the repeated application of mechanical forces on the forceps tips during prolonged use in the field.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a ar-4160ft bone reduction forceps broke. This occurred during a case. There was no additional information provided. Additional information requested.